Manufacturer narrative:
Per the user guide: resume pump alarm: you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes. To resume insulin, from the options menu, tap resume insulin and tap resume to confirm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg value not provided). Customer¿s healthcare provider (hcp) reviewed pump data and found that the customer had not been delivering food boluses. Hcp reported no issues with pump and customer was struggling with compliance issues. Tandem clinical diabetes specialist reviewed pump history and found multiple low battery alarms and resume insulin alarms. Customer had been stopping insulin delivery for hours. Customer acknowledged there was no pump issues. Customer agreed to bolus more and adopt good infusion set habits.